Event description:
Device issue: none. Adverse event: occlusion requiring medical intervention. Onset of adverse event: 2 weeks post stenting procedure. It was reported that the 2.5 x 18 mm promus stent was implanted in the proximal cx on june 4, 2009. The patient returned on (B)(6), 2009, due to unstable angina for cardiac catheterization of the distal rca with 80% stenosis. At this time a significant pinching of the distal obtuse marginal (om), which was covered by the proximal stent, was noted. A non-target lesion in the distal cx, extending into the 2nd om, was treated with balloon angioplasty to improve blood flow. A 3.0 x 12 mm study stent was then implanted in the distal rca lesion to complete the procedure. The patient was discharged on (B)(6), 2009. There is no additional information provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4). (B)(4). The customer reported the stent remains in the patient. A follow-up report will be submitted with all additional relevant information.